Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a peritoneal dialysis infection. The site of the infection was not reported. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was unknown. Action with dianeal therapy was not reported. At the time of this report, the patient remained hospitalized and the patient was not recovered. No additional information is available as the reporter declined follow up.